Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device had issues with the pc software, guardrails, and dataset. An error code was received for network communication error. The displayed error code was 600.6875 which says "replace network communication hardware". There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they kept receiving error code 600.6875; wireless card replaced. Software version as found 9.33.1; as left 9.33.1. A review of the device history record showed the device had a manufacture date of 04/26/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the kit rcnd 802.11 b/g wirelss cfc. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device had issues with the pc software, guardrails, and dataset. An error code was received for network communication error. The displayed error code was 600.6875 which says "replace network communication hardware". There was no patient involvement.

Event description:
It was reported that the device had issues with the pc software, guardrails, and dataset. An error code was received for network communication error. The displayed error code was 600.6875 which says "replace network communication hardware". There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.